Event description:
A nurse reported receiving an error message during a case. The system was switched out and the case was completed. There was no pt injury reported.

Manufacturer narrative:
A company service rep examined the system and was unable to duplicate the reported problem. The system was then tested and met all product specs. (B)(4).